Event description:
It was reported that: manta was deployed in rt. Iliac artery. There was some slight oozing at site post deployment. Md took angio from radial access. Angio revealed hazing appearance with some flow restriction. 7mm balloon was advanced and inflated once. Post angio revealed good flow through site. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a central access in the right iliac artery. Vessel size was 7.5-8mm with mild posterior iliac and cfa calcification and moderate tortuosity. Measured depth for the manta was 6.1cm and there were some issues advancing the procedural sheath into position. Blood pressure was 139/79mmhg and act was 329 prior to closure. Both heparin and protamine were administered during the procedure. Time to hemostasis was immediate. There was no harm to the patient, and they were reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, ultrasound and micropuncture were utilized to gain centrally positioned access. Arteriotomy was 7.5-8.0mm, mild calcification in the common femoral and iliac, posterior wall calcification, moderate tortuosity, and a measured deployment depth of 6cm + 1cm. Moderate issues were encountered advancing the expandable sheath. The sheath was advanced slowly into position. Activated clotting time (act) prior to closure was 329, and heparin and protamine were administered. Following the tavr procedure, an 18f manta was deployed to the measured depth in the right iliac artery. Proceeding deployment, oozing was seen at the access site. A radial access angiogram indicated haze with slight flow restriction. Balloon inflation was applied, and a follow-up angiogram revealed flow was restored. The root cause of the blockage of flow requiring balloon inflation is likely due to the manta being deployed into the iliac, causing the collagen to deploy within the vessel. The combination of calcium and tortuosity present could potentially have interfered with proper deployment positioning and technique. The manta instructions for use list potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site. As a precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Indications for use state the manta vascular closure device is indicated for closure of femoral arterial access sites while reducing time to hemostasis following the use of 10-20f devices or sheaths (12-25f od) in endovascular catheterization procedures. Per the IFU device description: the 18f manta vascular closure device is for access sites in the femoral artery following the use of 15-20f devices or sheaths (maximum od of 25f). Warnings listed in the IFU state do not use manta if sheath insertion is in a vessel other than the femoral artery and if there is marked tortuosity of the femoral or iliac artery. Procedure requirements indicate arterial access should be gained using a micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery, do not puncture the posterior wall of the artery and act should be below 250 seconds prior to closure. Procedure preparations listed in the IFU state to confirm via femoral arteriogram: single wall puncture in the common femoral artery and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: manta was deployed in rt iliac artery. There was some slight oozing at site post deployment. Md took angio from radial access. Angio revealed hazing appearance with some flow restriction. 7mm balloon was advanced and inflated once. Post angio revealed good flow through site. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a central access in the right iliac artery. Vessel size was 7.5-8mm with mild posterior iliac and cfa calcification and moderate tortuosity. Measured depth for the manta was 6.1cm and there were some issues advancing the procedural sheath into position. Blood pressure was 139/79mmhg and act was 329 prior to closure. Both heparin and protamine were administered during the procedure. Time to hemostasis was immediate. There was no harm to the patient, and they were reported as fine post the procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.